Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, reported as ¿high¿, per continuous glucose monitor reading. A manual injection was administered to address bg.